Manufacturer narrative:
Event eval: still under investigation.

Event description:
A male underwent aaa repair in 2008. The procedure went as labeled. After the ipsilateral iliac leg placement, heavy blood leaking occurred from the hemostatic valve when the gray positioner was removed to prepare for balloon insertion. The procedure was promptly completed with no need for add'l care. Pt is recovering.